Event description:
Customer reported that the alarm has no power. The alarm was tested with new batteries. No signs of corrosion or battery leakage detected. There was no pt incident or injury reported.

Manufacturer narrative:
Result - eval of the returned product revealed that the unit does powers up and passes all functional tests. However, the battery contacts are bent and may cause an intermittent power. Note: posey instructions for use has a warning statement: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Do not mix old and new batteries, or battery brands, within a battery pack. Always install a completely new set of batteries. Do not allow batteries to deplete while in the alarm. Depleted batteries may leak and corrode, causing damage to the electronics and reliability. After changing batteries, test the alarm and sensor for proper operation prior to putting in service with a pt and each time before leaving the pt unattended. When storing the alarm with power on, check the alarm every week to make sure the batteries are still operable and the alarm is still on. Remove batteries when storing the alarm for an extended period to prevent depleting the batteries and potential corrosion. (B)(4).